Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced an unknown audible alarm a few times while sitting, standing and/or in bed. The pt did not have any symptoms during the events. The system controller was then exchanged without resolution. It was also reported that during the pt's clinic visit, waveforms were performed in fixed and auto settings, while the pt was sitting, standing and bending. It was noted that the rate and flow increased when the pt was sitting and bending; however, the pt remained asymptomatic. The waveform was reviewed and found to be unremarkable and the change in flow and rate was confirmed. Later that day, the pt experienced the alarm again with no symptoms. The vad coordinator discussed the pt's fluid intake, positional changes, and reviewed how to use the hand pump if necessary. It was decided that the pt did not need to return to the hospital. Three months later, it was reported that the pt was at home sitting in a chair watching television and a red heart alarm occurred. There was no obvious interruption in pump function. The pt reported that he had been drinking at least 2 liters of fluid per day, felt fine and had been active. A decision was made to exchange the pump, and the pt's lvad was replaced with another lvad. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.